Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was no longer working after being exposed to moisture. The customer stated the insulin pump had insulin flow block alarm and after insulin pump was vibrated. Customer stated that after inserting new battery and home screen was not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.